Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead dislodged causing multiple inappropriate shocks. The patient was hospitalized. The lead is still in use. No further patient complications have been reported as a result of this event.